Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that they talked to a representative last month and told them that they turned the therapy off because it was malfunctioning. Patient then stated that suddenly they are getting activity again and they can't use the handset. Patient stated that the handset is locked out and they don't know the password. Patient mentioned that they thought they were going to have to go to the hospital yesterday so they powered the handset up and it had zero battery and it was giving them the wrong date and time on startup and they couldn't turn it off. Agent walked patient through how to turn the handset off. The issue was not resolved through troubleshooting. An email was sent to the repair department.